Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Analysis was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call the insulin pump had prime anomaly during manual prime. The customer's blood glucose was 273 mg/dl at the time of the incident. Customer's mother stated insulin continued to drip after motor stopped during the manual prime process. No delivery alarm was also reported. High blood glucose value troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis